Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 08/11/2015 with the following findings the pump's black box showed no evidence of short battery life alarms. There was evidence of partially discharged batteries being installed observed in the black box on (B)(6) 2015 and (B)(6) 2015. The pump's current draws were within specifications. The alleged issue could not be duplicated.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had shorter than expected battery life. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.